Manufacturer narrative:
(B)(4). Retainer ring=black. Pump alarmed critical pump error after battery installation. Unit downloaded to crest. However, unit failed to download to thus with blue display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that insulin pump had bent cannula. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.